Manufacturer narrative:
Field service engineer visited account on (B)(6) 2008 and (B)(6) 2008 and noted that preventative maintenance was due. Fse performed pm and performed mod. 10044. (Upper precision pump install). Fse performed customer feedback (cf) type 1 protocol testing and all testing passed. Precision run results for individual reagent probes resulted at the high limited cv (cumulative variance) range. Preventative maintenance was performed. Fse verified the instrument per established procedures and results met published performance specifications. The root cause for this event has not been determined. No conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.

Event description:
Customer reported that a patient presented to the emergency room on (B)(6) 2008 complaining of palpitations. Blood samples were obtained and sent for cardiac troponin levels. The customer obtained erroneously high accutni (troponin) results, within the risk stratification range, for the patient. The elevated result was reported out of the laboratory. The emergency department placed the patient on intravenous fluids, questioned the initial results and sent the patient to the chest pain center at the facility address for observation. Additional serial patient samples were re-run multiple times and on multiple systems. The results were within the expected range. No further patient event details were provided. There are no reports of any medical or surgical intervention to prevent or preclude serious injury.